Event description:
It was reported that the patient was experiencing mechanical issues with his inflatable penile prosthesis (ipp) as it has not worked since implant. The device would not inflate properly and it would not deflate fully once it inflated. Four months after the implant surgery a revision procedure was performed to address the problem. However, it was not successful. The pump was later explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the pump activation issues could affect the functionality of the device causing the reported inflation/deflation issues and mechanical issues. The product analysis confirmed a pump issue. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was visually and microscopically inspected and it was observed that the kink resistant tubing (krt) was worn down to the filament. The pump did not pass activation testing. Product analysis concluded these activation issues could affect the functionality of the device as the reported inflation/deflation issues and mechanical issues. Product analysis confirmed a pump issue. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Manufacturer narrative:
Additional information: describe event or problem, explant date and initial reporter investigation summary: based on the information available, the cause that contributed to the reported mechanical issue and difficult to inflate and deflate cannot be established as the product is not available for analysis. Device history record review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device that could lead to mechanical issue and difficult to inflate and deflate, which include but are not limited to a defective component, device malfunction or device wastage during the time or use. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was experiencing mechanical issues with his inflatable penile prosthesis (ipp) as it has not worked since implanted on (B)(6) 2019. The device would not inflate properly and when the patient does get it to inflate, he cannot get it to deflate fully. Four months after the implant surgery a surgical procedure was performed in order to fix the problem but the ipp has not worked since that additional surgery. A revision surgery was performed on (B)(6) 2022 to remove and replace the pump. There were no patient complications and the patient is expected to fully recover.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue and difficult to inflate and deflate cannot be established as the product is not available for analysis. Device history record review: a DHR and ship history cannot be performed as the serial/ lot number for this component was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device that could lead to mechanical issue and difficult to inflate and deflate, which include but are not limited to a defective component, device malfunction or device wastage during the time or use. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is experiencing mechanical issues with his inflatable penile prosthesis (ipp) as it has not worked since implanted. The device would not inflate properly and when the patient does get it to inflate, he cannot get it to deflate fully. Four months after the implant surgery a surgical procedure was performed in order to fix the problem but the ipp has not worked since that additional surgery. No further information was provided.